Event description:
It was reported that the patient had a revision of an inflatable penile prosthesis(ipp) due to the pump not inflating anymore. A patient outcome of no further complications was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a tear/damage in the outer tube in proximal cylinder body that was result of sharp instrument damage which occurred during the explant; pinhole leaks were present. This tear/damage was consistent with explant damage and were considered a secondary failure. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of both cylinders were worn to filament; no leak was found in krt. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump krt was worn to filament; no leak was found in the krt. The pump was functionally tested and failed deflation test (3) and failed activation test (2). Product analysis concluded that identified the pump failed functional tests, deflation and activation tests, were the most probably cause of the event. The ams 700 spherical reservoir was visually inspected and functionally tested; no leak was found in reservoir shell. There was a leak in the krt that was result of sharp instrument damage which most likely occurred during explant. Holes were present in the krt. Due to this damage being consistent with explant it will be considered a secondary failure. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a revision of an inflatable penile prosthesis(ipp) due to the pump not inflating anymore. A patient outcome of no further complications was reported.